Event description:
It was reported that during a da vinci-assisted surgical procedure, the suction function of the suction irrigator kept going continuously even when the surgeon took the foot off the pedal. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the suction irrigator to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. Fa was not able to confirm or reproduce the reported complaint. The suction irrigator was inspected, and neither of the handheld buttons exhibited any physical external damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The buttons were pressed and released by the operation pedals successfully without any issues and did not get stuck. The housing was removed for inspection and there was no damage observed. The instrument was fully functional. There was no problem detected. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.